Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00455. The biomed spoke with technical support at the time of the complaint. The biomed ordering a new level module to replace the suspect sensor. Per technical support, the biomed tried to power cycle the level module several times but module kept giving "0c" error code.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) and while troubleshooting another reported issue on MDR #1828100-2014-00479, an "0c" error was observed on the level sensor. Since the event occurred during preventative maintenance, there was no patient involvement.